Event description:
It was reported that a high number of sensing integrity counter (sic) have been observed with the right ventricular (rv) lead. The clinic will continue to monitor the lead issue, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.